Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections as alternate insulin therapy.